Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate shock/therapy. Further information is not available.

Event description:
New information received indicated that programming changes were made. The patient was fine.